Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the item has not yet been received.

Event description:
A consumer stated that she had allegedly received burns on her outer thigh while using a heating pad, and medical attention was sought for the injury a week after the initial incident. The consumer contacted our company 20 months after the incident. The patient stated that she is doing well now, but indicated she has a scar from the incident. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.